Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received the hrm task did not grant motor power in reasonable time error alarm after insulin pump shut down. The customer blood glucose level was unknown. It was also reported that customer able to clear the alarm and able to rewind the insulin pump. The insulin pump also received failed battery alarm and low reservoir alarm. It was also reported that the displacement test and self test was performed and insulin pump passed both test's. The error did not occurred during rewind. The insulin pump will not be returned for analysis.